Event description:
It was reported the patient¿s ipg had an increased recharge burden, and ineffective therapy due to high impedance and unable to enter MRI mode. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.